Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wi-fi and base station indicator leds were red confirming the loss of wireless connection. The procedure was completed using the hand switch and the wired footswitch. The wireless connection was re-established after restarting the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). Philips has attempted to obtain patient information but was unable to due to the country¿s privacy laws.

Event description:
It has been reported to philips that during a procedure the wireless footswitch lost connection with the base station. The wireless connection with the base station was re-established after performing a restart of the system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.